Event description:
Pt death four days after implant was reported. Cause of death due to pulmonary embolism. Autopsy confirmed pulmonary embolism. Health professional did not believe it was related to the device.